Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient failed to recharge his scs system according to manufacturer¿s guidelines for 2 years. Reportedly, the ipg was deemed inoperable after troubleshooting with external devices. Subsequently, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. The issue was reportedly resolved.